Event description:
Device was returned alleging that the power cord, an accessory to the device, had failed. Evaluation of the power cord concluded that the molded female connector that connects the power cord to the device had show separation. There was no reported pt harm. The power cord was replaced to correct the customer's complaint. Design of the power cord meets applicable safety standards.